Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that on an unspecified date she had experienced elevated blood glucose (bg) of 400mg/dl with moderate ketones and abdominal pain/vomiting associated with a power issue with the pump. The patient noted that basal and bolus settings were recently changed by her healthcare provider. The patient also noted that she was on medication for cholesterol and was also taking prozac. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged power issue.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed an unconfirmed replace battery alarm on (B)(6) 2014 at 02:56. The unconfirmed alarm discharged the battery, resulting in power loss beginning at 03:15. The pump was powered back on and primed at 06:49 and two basal deliveries were made at 06:55 and 06:58. An unexplained reboot was then recorded, and pump deliveries were not resumed until the pump was primed at 07:11. Visual inspection did not find any damage to the battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump with no yellow o-ring showing. The pump powered on normally to the verify screen with functional auditory and vibratory features. The pump was successfully able to complete a rewind, load, and prime sequence and a 24 duration test with no power issues. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the display screen was discolored. Additionally, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.